Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor fault - 3001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll business partner, jota medics, evaluated the device at the customer's site. The customer's report was observed upon initial testing. The flow screen and filter were replaced as a precaution. The device was recertified and put back into service. Until zoll medical receives the device, root cause evaluation cannot be performed. Analysis of reports of this type has not identified an increase in trend.